Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number (B)(4). Same meter serial number, different test strip lot number. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 256 and 388 mg/dl. The customer¿s expected am fasting blood glucose test result range is 100-150 mg/dl and expected 2 hour post meal expected blood glucose test result range is 130-160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. The test strips are expired: manufacturer¿s expiration date is 02/13/2022. During the call, a back to back blood test was not performed by the customer using the expired lot. The customer did have another vial of test strips that had been stored and handled correctly, reference (B)(4). The meter memory was reviewed for previous test result history: result 1: 256 mg/dl date: (B)(6) 2022 time: pm 2 hrs. After meal, result 2: 388 mg/dl date: (B)(6) 2022 time: pm 2 hrs. After meal.